Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a protruded / loose drive support disk.

Event description:
It was reported that the insulin pump alarmed and squirted insulin during the manual prime. Troubleshooting was performed. The customer stated that the insulin pump was dropped three weeks earlier, but it was on carpet. No damage to the drive support cap noted. Advised the customer that the insulin pump would be replaced. Nothing further was reported.